Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot number qemjrt, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was used to complete the procedure? Same article eh7245h from a different batch was used to completing the procedure. What tissue was being approximated or sutured when it broke. Could you please confirm how many devices were involved in this procedure? 6 threads were involved before another box of a different batch was opened. 6 threads were involved. Date and name of the procedure? (B)(6) 2020; name of the procedure is unknown. What is the event date? (B)(6) 2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 6 events were submitted via 2210968-2021-00915, 2210968-2021-00922, 2210968-2021-00923, 2210968-2021-00924 and 2210968-2021-00925.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. During knotting, the suture broke. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 03/02/2021. Additional h6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device lot number qgmjte, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that seven samples of product code eh7245 were received for evaluation. Visual inspection of seven unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 03/02/2021 additional information: d9 ( date was missing in follow up 01) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.